Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display device getting message session ended start a new transmitter issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test failed with 0 voltage. A review of the downloaded data log confirmed the reported event of a display device getting message session ended start a new transmitter issue occurred. The probable cause was determined to be transmitter fatal error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display device getting message session ended start a new transmitter issue occurred. Data was evaluated and the allegation was confirmed as transmitter fatal error was confirmed. The probable cause was determined to be transmitter fatal error. The reported event of a display device getting message session ended start a new transmitter issue is reportable based on the finding of transmitter fatal error. No injury or medical intervention was reported